Event description:
The manufacturer received information alleging a thermal event occurred internally on a ventilator. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Thermal damage was observed to component u4 on the system board. The system board will need replaced to address the issue.